Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer. As per report, intravenous (IV) push attachment added to IV tubing for patient treatment. When fluid started running through the tubing it started dripping from the IV push injection port onto a soaker pad. The drips of fluid did not reach patient since it was detected before use or does not touch person during use. Chemotherapy was not running through the tubing at this time. The tubing was replaced and therapy resumed. There were no defects noted on the tubing set before it was used. The drug was not replaced since there was no drug loss. There was no blood loss or bleed back. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact info: (B)(6).